Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for evaluation; however, during pre-repair assessment, it was determined that the device passed all manufacture specifications and no failure was identified. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. (B)(4).

Event description:
It was reported from (B)(6) that during pre-operation, it was observed that the battery oscillator device had an above normal operating noise when the saw was fixed. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.